Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's mother reported via phone call that the customer was hospitalized for high blood glucose and ketones. Customer's blood glucose was 514 mg/dl. Customer was wearing the device at time of hospitalization. Customer mentioned the device had alarmed no delivery alarms. Issue was resolved by a complete set change. Customer declined troubleshooting. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was uploaded properly using care link. No delivery anomalies were noted during testing. The pump was received with a scratched lcd window and a cracked reservoir tube lip.